Event description:
It was reported that an unspecified alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully however the malfunction alarm recurred. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was not provided.